Event description:
It was reported that balloon rupture occurred. A 10/3.50 flextome¿ cutting balloon¿ monorail was selected to treat the target lesion. During the procedure, it was noted that the balloon ruptured. The procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located over the middle of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 10/3.50 flextome cutting balloon monorail was selected to treat the target lesion. During the procedure, it was noted that the balloon ruptured. The procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Di: (B)(4).